Manufacturer narrative:
The field complaint of the transmitter's usb port and the usb maybe being melted was not verified. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-18569. It was reported that during a scheduled data transmission, the merlin transmitter usb port and usb cellular adapter were suspected to have been melted due to head caused by longtime use. The devices were replaced. No adverse patient consequences were reported.